Manufacturer narrative:
Summary eval: all mixing properties/working characteristics satisfactory on retained samples.

Event description:
Set up in 90 seconds. There was no adverse consequence to the pt or delay in surgery or anesthesia time.